Event description:
It was reported that the right ventricular lead impedance had steadily risen and was high. The device alerts were turned off and the patient will be monitored. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.